Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the hatic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+1.5/044 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. The lens was explanted intra-operatively. An alternate lens was successfully implanted at a later date. No patient injury occurred and the cause of the event is reported as unknown.